Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the display was blank. The customer¿s blood glucose level was 140 mg/dl. The customer also reported that the keypad was unresponsive. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Troubleshooting was not performed. Customer states the insulin pump has cosmetic damage. The customer reported that there was a crack in the mid clip area down to the lower left hand corner. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify keypad unresponsive or button error alarm due to blank display noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.